Manufacturer narrative:
Report confirmed. Eval determined that the tool fractured approx 1/2" from the distal tip. The tool fracture is consistent with an excessive bending moment applied to the tool during use. The user manual contains the following: "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff".

Event description:
It was reported that "the f2/8ta23 tip broke off in the middle of the case". No pt impact reported. On f/u it was noted that the tool broke while turning the flap. The broken piece was quickly recovered and it was confirmed that there was no pt impact.